Manufacturer narrative:
Device display properly. No missing segment/partial display anomaly or button error alarm noted. Device had unresponsive buttons due to flattened (creased) act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, low battery, failed battery test alarms or back light anomaly due to unresponsive button. Device had stripped battery cap coin slot (p), cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the hard to see alarms from insulin pump in middle of night as well as buttons on occasion hard to press. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump received rejected batteries occasionally, crack on frame surround the screen display, battery cap was partially worn out and random no delivery alarms. The insulin pump will not be returned for analysis.